Manufacturer narrative:
Concomitant medical products: product ID: 694965, product type: lead, implanted: (B)(6)2006; product ID: 7288, product type: defibrillator, implanted: (B)(6) 2006,product ID: 5076-52 lead, implanted: (B)(6) 2021 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and heart rate in 30s. The right ventricular (rv) lead exhibited a fracture, high impedance, loss of capture, oversensing and noise. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.